Event description:
This lead was successfully repositioned after dislodgement. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2020 - lead dislodged and was explanted. No adverse patient side effects were reported. Should additional information become available, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2020 - lead dislodged and was explanted. No adverse patient side effects were reported. Should additional information become available, this file will be updated. Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a disconnected leadbody from the ring electrode a1 , which most likely resulted from the extraction procedure due to tensile stress. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.